Event description:
A pt reported experiencing inaccurate erratic results with an ot profile meter. The pt's blood glucose results were 4mg/dl, 163mg/dl, 159mg/dl. Tests were done less than 10 minutes apart with a difference of 89%. Pt did not experience any adverse events. No further info has been reported.